Event description:
A customer reported to fresenius (B)(4) that the main button on the back of a 2008k2 machine was no longer functioning. The machine no longer turns on because the back button could not be pressed and the button broke down during washing. Upon follow up the button was reported to have been shorted. As the main button was burned out the machine could not be turned on. The power source cables and ignition switch were found to be burned. It was reported that a variation/change in the clinic¿s voltage caused the power cables to overheat and melt. The switch resistor was also reported to be damaged. There was no fire reported. The power supply input, and ignition switch was replaced and the power source cables were repaired. The clinic installed voltage regulators. Functional tests were performed and the equipment was returned to service. There was no patient involvement, and there was no harm to any patients or individuals as a result of this event. There are no parts available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius mexico that the main button on the back of a 2008k2 machine was no longer functioning. The machine no longer turns on because the back button could not be pressed and the button broke down during washing. Upon follow up the button was reported to have been shorted. As the main button was burned out the machine could not be turned on. The power source cables and ignition switch were found to be burned. It was reported that a variation/change in the clinic¿s voltage caused the power cables to overheat and melt. The switch resistor was also reported to be damaged. There was no fire reported. The power supply input, and ignition switch was replaced and the power source cables were repaired. The clinic installed voltage regulators. Functional tests were performed and the equipment was returned to service. There was no patient involvement, and there was no harm to any patients or individuals as a result of this event. There are no parts available for return to the manufacturer for physical evaluation.

Event description:
A customer reported to fresenius (B)(4) that the main button on the back of a 2008k2 machine was no longer functioning. The machine no longer turns on because the back button could not be pressed and the button broke down during washing. Upon follow up the button was reported to have been shorted. As the main button was burned out the machine could not be turned on. The power source cables and ignition switch were found to be burned. It was reported that a variation/change in the clinic¿s voltage caused the power cables to overheat and melt. The switch resistor was also reported to be damaged. There was no fire reported. The power supply input, and ignition switch was replaced and the power source cables were repaired. The clinic installed voltage regulators. Functional tests were performed and the equipment was returned to service. There was no patient involvement, and there was no harm to any patients or individuals as a result of this event. There are no parts available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was determined to be traced to component failure.